Event description:
Approximately 4 years after receiving electroconvulsive therapy treatments for server depression, a patient is bringing suit against his doctor, the hospital and the mecta (device manufacturer) claiming that the treatment caused general degradation of his mental capabilities until he could no longer hold a job. Or lead a meaningful life. His doctor says his condition is due to the mental illness of the patient, not the ect treatments.